Event description:
It was reported that right ventricular (rv) lead was explanted due to dislodgment confirmed via high pacing threshold. A new lead was successfully implanted. No additional adverse patient effects were reported.